Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated they lost their device and haven't used it "for months" because "it doesn't work". Patient stated they are trying to get an MRI done. Patient said they had to have stimulation up so high it "hurts" for it to work. Patient stated issues started "a year" ago and they tried making various adjustments, but the same stimulation issue happened on other programs. Patient mentioned they want to get ins taken out. Patient couldn't remember hcp name. The patient was redirected to their healthcare provider to further address the issue. List of physicians to be mailed to patient. Patient transferred to sunmed for replacement of external devices. Patient said was transferred back from sunmed as patient said doesn't want to pay for replacements. As mentioned before patient said would like to have system completely removed. Physician listings search was conducted however the closest listing was over 200 miles away and patient declined. Patient said that during the trial they also experienced some soreness, however, thought that it would subside with the permanent system but it never did. Patient said that does have an appointment to see a physician in anchorage sometime in august. Patient services provides the phone number to nas so patient will provide to hcp office so that they can request if a manufacturer representative can come to their appointment to place into MRI mode as patient is planning on having the system removed. Reviewed importance of hcp office calling now to prearrange due to distance. Also reviewed warranty information and explained that patient's complaint may not fall within the parameters of the warranty.